Manufacturer narrative:
The event of surgery was reported to abbott. The patient underwent surgical intervention for a full system replacement due to end of life and high impedance. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-04583, related manufacturer report number:3006705815-2023-04582. It was reported that the patient had been experiencing ineffective relief due to both scs leads having high impedance. In addition, the patient's ipg had also reached end of life. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted, replaced, and therapy was restored.